Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: we did receive performance data collected from the device and have analyzed the data. The recommended replacement time in save to disk was on (B)(6) 2013. The device recommended replacement time was less than or equal to 2.6251 volts. Concomitant products: 4196 implantable pacing lead, (B)(6) 2010; 5076 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.